Event description:
The account alleges the patient position module will not set. No injury reported.

Manufacturer narrative:
The technician found the scale was zeroed with the patient on the bed, user error.